Event description:
Caller reported that shutdown unexpectedly and led was not blinking, requiring the pump to be plugged into a power source to turn on. There was no adverse impact to the customer's blood glucose level provided, as they declined to answer whether bg exceeded 500 mg/dl. The customer was instructed to use multiple daily injections as backup therapy. Technical support verified the shipping address and initiated a replacement for the pump, which was confirmed to be under warranty. Customer was guided to put the pump into storage mode before returning it to tandem, and arrangements were made for its collection.